Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 a patient (pt) called to report a diagnosis of a right eye corneal ulcer in (B)(6) 2017 while wearing the acuvue oasys for astigmatism brand contact lenses. The pt states the right eye lenses burn ¿just a second¿ then returns to normal. The pt states the lenses would irritate the right eye and look like they have ¿dirt¿ on the lenses. Pt went to an eye care provider (ecp) who diagnosed the right eye ulcer. Pt was prescribed vigamox every fifteen minutes for sixteen hours, then saw the ecp the following day. The vigamox was decreased to every thirty minutes, and dosing decreased as the pt went for additional follow-up visits with the ecp. The pt reported a wear schedule of fourteen days, if the lenses were worn every day. If the lenses were not worn daily, the lenses were replaced monthly. Pt does not sleep in the lenses. The pt used a peroxide based solution to disinfect the lenses or would use biotrue solution after the lenses were removed from the peroxide solution. The pt reported a scar on the right eye and had a vision change since the corneal ulcer diagnosis. The pt was released to return to contact lens wear, but is currently wearing glasses. On (B)(6) 2017 a call was placed to the pts treating ecp and a representative provided the additional medical information: the pt was seen on (B)(6) 2017 with a sudden onset of extreme pain, photophobia, could not open the eyelid reporting the pt thought he/she scratched the cornea. The pt was diagnosed with a right eye marginal corneal ulcer that was treated aggressively to prevent it from becoming a central corneal ulcer. Pt was prescribed vigamox every fifteen minutes for four hours, the every thirty minutes for four hours and return to clinic the next day (B)(6) 2017 with no contact lens wear. On (B)(6) 2017 the pt returned to clinic and was prescribed vigamox every two hours and no contact lens wear; return to clinic in two days; uncorrected va in the od was 20/200. On (B)(6) 2017 the pt returned for a follow-up visit and the ecp noted a trace epithelial defect, scar and advised the pt to continue no contact lens wear; vigamox qid for seven days and return to clinic. On (B)(6) 2017 the pt returned to clinic and the ecp noted od inferior scarring, nasal that did not penetrate endothelial, ulcer clear; pt to continue vigamox bid until gone, no contact lens wear until vigamox was finished and recommended no return to ecp unless the pt needed to; pt did not receive refraction on this day, but pinhole od shows permanent shift from 20/20 to 20/50; pt did not get an updated contact lens prescription. No additional medical information was provided. The suspect lens was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00lxdh was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.